Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis. (B)(4)

Event description:
It was reported that a (B)(6) -year-old female had unknown mentor saline prostheses implanted. The patient began experiencing pain on both sides after the procedure, and during a physician¿s consultation deflation and capsular contracture (baker¿s grade unknown) was suspected. As a result, an explant was performed on (B)(6) 2018. (See 1645337-2018-03696 for contralateral prosthesis report).